Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 15-jul-2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5394009 was manufactured according to the work instruction (wi) version 71 on 19-jul-2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 15-jul-2025 against harm code signs of untreated hypoglycemia that patient is unable to self-manage requiring intervention by an health care provider or requires emergency advanced life malfunction code and product used off-label or against the contraindications or not according to the instructions for use. [Only use if no actual product malfunction has been reported lot 5394009 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was assisted by a paramedic due to hypoglycemia event on (B)(6) 2025. Patient was passed out at the time of the event and got treated with intravenous infusions. No further information available.